Event description:
It is reported that the pt was revised due to an unk reason.

Manufacturer narrative:
Eval summary: neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
The device history records were reviewed and found to be conforming, indicating the devices were manufactured, inspected, and packaged to specifications. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint maybe revised upon return of x-rays and/or product or further information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the tibial component. These devices are used for treatment. Primary operative notes confirm the patient underwent total knee arthroplasty due to left knee osteoarthritis. The knee was noted to be stable in flexion and extension with equal medial and lateral gaps during trial reduction. The notes state that there were no complications during the primary surgery. A post-op x-ray report indicates no fracture or dislocation and no hardware complication. Operative notes from the revision surgery indicate midflexion instability was noted in the knee and the pcl was atrophic and inflamed. The tibial component was removed easily and was thought by the surgeon to be loose. The femoral component was also revised but was noted to be in neutral rotation and not indicated to be loose. A cause for this specific clinical event cannot be ascertained from the information provided. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. FDA recall z-2412-2010 was conducted on april 19, 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. X-rays dated november 3, 2009 confirm this mis tibial component was implanted without a drop stem, prior to this field action.